Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. According to henke: scope evaluated as a level 3. Slightly bent needle, distal tip/fiber damage, loose prism, particulate under distal cover glass, scratches on needle, and residue on external optics. Probably root cause for this failure is: due to customer use and handling . The device manufacture date is not known.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.